Manufacturer narrative:
The reported events were lead dislodgement, high threshold. A complete lead was returned in one piece. The reported event of high threshold was not confirmed. The measured full helix extension length was within specification. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the right atrial lead exhibited high capture thresholds. The patient was asymptomatic. Fluoroscopy revealed the lead was dislodged. During lead revision procedure, the lead could not be repositioned as the helix would not retract or extend normally. The lead was explanted and replaced. The patient was in stable condition and was discharged normally.